Event description:
It was reported that patient presented to the operating room for implant procedure. During procedure, noise and high capture threshold was observed on the right atrial lead, air block was suspected. The lead was not used, another lead was implanted. The patient¿s condition was stable.